Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump nor the data logs were not returned for evaluation. However, without the device nor sufficient clinical information for evaluation, the exact root cause of the pump stop could not be determined.

Event description:
The complainant in japan reported a 40-year-old female patient that presented with acute myocardial infarction and cardiogenic shock was placed on impella cp support. Approximately 19 days after initiation of the device, the pump stopped. The impella was removed and catecholamine support was administered.

Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿